Event description:
The reagent stations (containers) that were used in the autostainer were incompatible with the xylene that was used during the staining process as the xylene ate a hole through the material and it leaked out.

Manufacturer narrative:
An investigation of the reagent stations are currently underway and it will be submitted in a follow-up report. It is suspected that the reagent stations were not authentic leica parts but rather were produced by a 3rd party supplier and installed by a dealer and the material they were made from was not compatible with (B)(4).